Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 530 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they delivered a bolus, ate food, ran, went to work and had high blood glucose levels. Customer treated themselves with a manual injection, changed out their set and site and remained high. Customer experienced nausea and dizziness. Customer performed the self-test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.